Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed was trying to test the arctic sun device and got an alarm 14 (patient temperature 1 probe out of range). Mss explained that this was because of trying to start the device in automatic mode with no valid patient temperature connected. Mss requested the biomed send in data files and it showed the device was overfilled resulting in multiple alert 113 (reduced water temperature control). Mss discussed with biomed on how to drain 0.5 liters from the circulation tank to resolve this issue.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that biomed was trying to test the arctic sun device and got an alarm 14 (patient temperature 1 probe out of range). Mss explained that this was because of trying to start the device in automatic mode with no valid patient temperature connected. Mss requested the biomed send in data files and it showed the device was overfilled resulting in multiple alert 113 (reduced water temperature control). Mss discussed with biomed on how to drain 0.5 liters from the circulation tank to resolve this issue.